Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on (B)(6) 2017 from the orthopedic and patient. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced pain in the injected knee. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, (lot number: 7rsl021 and indication, dose, frequency, expiration date: not reported). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced pain in the injected knee. Action taken: unknown corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: device malfunction: important medical event additional information was received on (B)(6) 2017 (both processed together with the clock start date of (B)(6) 2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 4-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.